Event description:
It was reported within three days post implant that the telemetry strip was missing a right ventricular pace. Follow up found that the cause for the dropped beat could not be determined and the device performed within acceptable limits during interrogation. Also, attempts to recreate the inhibition were unsuccessful and no additional episodes were recorded. The device and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk was reviewed and no anomalies were found.